Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 345 mg/dl and 101 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during an unknown procedure, on first firing of device the clip deployed unformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.